Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Unit passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit passed dat at (0.08720) inches. Unit was successfully downloaded using thus. No unexpected alarms/alert/anomalies noted during testing. Unable to verify high bg's. Confirmed 86.4 units of normal bolus was delivered on (B)(6) 2023. Pump was cut open to perform visual inspection and found evidence of moisture damage on the pcba 1, pcba 2, force sensor and motor. P-cap was attached and locked into place properly, however, damage to the retainer ring was noted. The following were noted during visual inspection: pillowing keypad overlay, stained keypad overlay, cracked keypad overlay, keypad overlay texture damage, scratched case, cracked case (battery tube), battery tube threads - cracked, label damage (stained serial number label and faded end cap address label), retainer knit line damage and corroded battery tube. No unexpected alarms/alert/anomalies noted during testing, unable to verify high bg's. No device problem found was confirmed. Cosmetic damages were noted during visual inspection. Exposed to moisture confirmed. Retainer ring damage confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a unknown blood glucose value and was treated with insulin pump. Customer's blood glucose value at the time of call was 275 mg/dl. Customer didn't experienced any symptoms due to high blood glucose. In addition to that customer reported sensor fell off which led to cause high blood glucose. Troubleshooting was not performed and it was unknown whether the pump was used within 48 hours of reported high blood glucose event and the auto mode feature was active at the time of the event or not. No further patient complications were reported. Customer will discontinue using the insulin pump. The insulin pump was returned for analysis.